Event description:
There were issues with suction, and the staff found [time redacted] semirigid canisters where the rubber o-ring was either broken or completed disintegrated. There is no life of the semi-rigid canister or o-ring life available in the IFU. When we checked with the manufacturer, they stated to replace if broken. There should be a life of the rubber o-ring listed in the IFU and/or have a recommendation on the time period where the canister should be replaced.